Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon second inflation, it was noted that the balloon ruptured at 4atm within 5 seconds on the proximal side in a pinhole form. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no complications reported and patient is in good condition post procedure.